Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with a lowest blood glucose of 60 mg/dl and approximately 45 minutes outside the 70¿180 mg/dl range; the user treated with oral carbohydrate (apple juice), glucose recovered within about 30 minutes, and the user expressed discomfort with the device and requested additional training with a clinician. Symptoms included hypoglycemia. Outcomes included transient impairment that required self-treatment without professional medical intervention or hospitalization. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed no device alarms or suspensions and no confirmable device malfunction; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.